Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reports pain and discomfort in breast rupture subsequently diagnosed by ultrasound, mammogram and MRI. Device remains implanted. This relates to the right device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Patient reports pain and discomfort in breast and rupture subsequently diagnosed by ultrasound, mammogram and MRI. Device has been explanted. This relates to the right device.